Event description:
Pt reported experiencing the tubing separating from the luer lock. Pt stated that her blood glucose levels have been affected, but no value provided. The pt would switch out the infusion set if she noticed any separation.

Manufacturer narrative:
Product not returned for eval.